Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to restock items due to a flickering, unresponsive screen in the cubex application, which was traced to a faulty keyboard that continuously registered repeated keystrokes even when a key was pressed only once. A technical support specialist (tss) guided the customer through troubleshooting steps, including testing different universal serial bus (usb) ports and confirmed the keyboard was defective as it produced the same problem on another computer. After connecting a different keyboard of the same model, the customer was able to log into the cubex application and restock successfully. The customer would continue using the working keyboard until a spare was received, confirming no replacement from bd was needed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the device was unable to restock items. The customer reported a flickering screen and slow system response, attributed to a faulty keyboard. The screen repeatedly flashed between two different screens when navigating menus in the cubex application, which prevented completion of restocking activities. There were no delay or adverse events or injuries reported based on this event.